Event description:
It was reported that a fluoroscopy revealed an insulation abrasion on the left ventricular lead. From (B)(6) 2012 to (B)(6) 2013 impedance and thresholds increased. On (B)(6) 2013 the lead exhibited loss of capture and noise.